Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: the distal metal part of the device detached. Some debris remained into the patient's knee and are impossible to retrieve (inaccessible). The failure identified in the investigation is consistent with the complaint record. The probable root cause/s could by contact with another hard instrument. Excessive force used when inserting of removing probe, probe inserted into obstructed passageway or any forceful impact to the tip of the probe with rigid objects. Probe used as a tool for mechanical displacement of tissue or bone, or to pry or scrub the reported failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the tip broke and remained inside the patient

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the tip broke and remained inside the patient.